Event description:
It was reported that the distal tip of the screwdriver broke off in the screw during insertion. It did not affect the outcome of the surgery. No patient complications were reported

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.